Event description:
It was reported that during implantation of the intraocular lens (iol), the haptics were not folded correctly and the haptics stuck to each other and to the optic. There was no patient injury or impairment reported. The lens was successfully implanted. No further information was provided.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Explant date: if explanted, give date: na (not applicable) to date, the lens remains implanted. Initial reporter: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
A manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions and specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.